Manufacturer narrative:
(B)(4)- a partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure; however a conclusive cause for the reported patient effects could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a very tortuous carotid artery with several lesions including ulcerated plaque at the distal end. The 6.0-8.0x40mm acculink stent delivery system (sds) was advanced to the lesion, but during deployment extreme resistance was experienced and the 6.0-8.0x40mm acculink stent would not leave the catheter. The 6.0-8.0x40mm acculink catheter was retracted so that the stent could deploy, but the stent did not deploy in the exact spot intended. The ulcerated plaque at the distal end was covered, and more towards the carotid was covered by the stent, however the proximal portion of the lesion was not covered by the stent. No additional treatment of the target lesion was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.